Event description:
It was reported that pt had ectopic bone growth after tlif with infuse bone graft. A revision surgery was performed. The co. Is still investigating. It is unknown if the infuse bone graft contributed to the reported event.

Event description:
It was reported that approximately 12 months after minimally invasive tlif at l5-s1 with competitor's cage and infuse bone graft supplemented with posterior fixation, pt developed unilateral buttocks pain. A myelo and CT taken showed bone in the foramina. A reoperation was perforemd approximately 14 months post op to remove the ectopic bone and posterior fixation. The lab reported the tissue was normal bone. The pt is o.k. It is unknown if the infuse bone graft contributed to the reported event, but we are filing the MDR out of an abundance of caution.